Event description:
It was reported that the programmer runs loudly. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the system fan and power supply were noisy. It was also noted that the common mode/wrist electrode functional tests were out of specification due to the electrocardiogram (ECG) connection being loose, as a result the link electronic module (lem) circuit board was replaced and calibrated. Also, the device was "unable to see g drive" during functional test, so the main processing unit (mpu) circuit board was replaced. Product ID 2067l radiofrequency head.